Event description:
It was reported that an asymptomatic patient presented during a routine follow up. Device battery capacity was low. The device was close to elective replacement indicator (eri). Previous battery check revealed that the device was approximately two years to eri. Radio frequency telemetry appeared to have ceased. The physician elected to not perform the cybersecurity update and device download since the download would further drain the battery. The patient will be closely monitored for eri.

Event description:
New information received on 2/8/2018 notes that the device was explanted. Additional information could not be obtained.

Manufacturer narrative:
Interrogation of the device revealed the device was at elective replacement indicator (eri). A longevity calculation was performed and found that the battery depletion was normal based on device usage. Based on this information, there was no evidence of premature depletion.